Event description:
A us dist contacted zoll to report that a pt experienced an inappropriate defibrillation event. Sinus tachycardia at 117 bpm with motion artifact contributed to the false detection. The pt was in public at the time of the event. The pt was conscious and walking with a friend at the time of the event. The friend witnessed the event. A review of the downloaded data confirms that the response buttons were pressed intermittently during the entire event. The pt did not got to the hosp following the event and will continue wearing the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt did not go to the hosp following the event and will continue wearing the lifevest. Explanation of device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): 01/2014 - reuse. Electrode belt (B)(4): 05/2011 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent and inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the(B)(4)), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (B)(4).